Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. The customer's blood glucose (bg) was 272 mg/dl. The customer administered a manual injection. Troubleshooting with tandem customer technical support (cts) was performed. The customer would continue use of manual injections for insulin therapy.